Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was received with the capsule almost fully closed, the end cap/screw gear snap fit connected, and the handle components detached from the delivery catheter system (dcs). Visual analysis showed the tip-retrieval mechanism appeared intact. The inner member shaft, spindle hub, and capsule appeared intact with no evidence of damage. The carriage components were undamaged. The tabs were observed to be detached from the male deployment knob component; the tabs were returned with the device. The detachment site of one of the tabs was observed to be jagged and uneven. The detachment site of the other tab was smooth. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The subject dcs was returned for analysis with the components of the handle and deployment knob tabs detached from the dcs which confirmed the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve into the capsule, the deployment knob came apart. The delivery catheter system (dcs) was not used and will be returned to medtronic for analysis. A different dcs was used. No adverse patient effects were reported.